Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. A blood leak was observed inside the dialyzer within the fibers and around the arterial hansen drainage port. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200ml. Immediately following the event, the patient was able to complete treatment on the same machine after re-setting up supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d1, d4, h4.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. A blood leak was observed inside the dialyzer within the fibers and around the arterial hansen drainage port. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200ml. Immediately following the event, the patient was able to complete treatment on the same machine after re-setting up supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there was no other complaint reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. A blood leak was observed inside the dialyzer within the fibers and around the arterial hansen drainage port. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200ml. Immediately following the event, the patient was able to complete treatment on the same machine after re-setting up supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.